Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable being severed approximately 10.25¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. An approximately 1.5¿ segment of sealed outflow graft was returned attached to the pump cover outlet port. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, loosely seated, fixed depositions were observed on the textured surfaces of the inflow cannula, graft attachment, and pump cover. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant and exposure to a fixative agent. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. Heartmate 3 left ventricular assist system instructions for use rev. C, is currently available. The patient was reported to have undergone a routine transplant and the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a routine heart transplant. During recovery the patient fell which resulted in a hemorrhagic brain injury. The cause of death was hemorrhagic shock.

Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) and the patient¿s expiration could not be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable being severed approximately 10.25¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. An approximately 1.5¿ segment of sealed outflow graft was returned attached to the pump cover outlet port. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, loosely seated, fixed depositions were observed on the textured surfaces of the inflow cannula, graft attachment, and pump cover. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant and exposure to a fixative agent. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired and the cause is unknown. The device will be returned for evaluation.